Manufacturer narrative:
Customer reported that the sample probe issue was resolved. Bec has no information on how customer resolved the issue. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system was leaking. Customer reported that she discovered the leak when she ran controls and obtained very low results on all the cc chemistries. Customer reported that the cc sample syringe was loose at the base where it connects to the brown syringe guide, and that the syringe was leaking as well. Customer reported that she tightened the syringe guide but was unable to stop the syringe and the probe from leaking. Customer reported that on the day of the event, she had performed the three month maintenance on the dxc 600 and had replaced the syringe plungers. The customer reported that she reviewed patient results prior to the incident and found two false low lactate (lact) results and one false low vancomycin (vanc) result generated on three different patient samples. Customer reported that the patient samples were run on the same shift. The erroneous results were reported outside the laboratory. The customer reported that when she realized that the probe was leaking, she sent the samples to test on a different dxc instrument from another campus, and received higher results for all three patient samples. Customer reported that the erroneous results were amended. Customer reported that patient treatment was not altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment.